Event description:
It was reported that a spectrum pump displayed system error 322 in the event history log during preventative maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported system error 322 which was confirmed (through the event history log) but not reproduced. Eval found the lower link switch slow to respond. The lower auxiliary assembly was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.